Manufacturer narrative:
A customer in the united states reported multiple misidentifications for multiple patient isolates in association with the vitek® ms instrument (410895 UDI (B)(4)). Investigation fine tuning: according to the vilink alert tool criteria, fine tuning was needed during the tests made between 25 to 27 aug 2021, and the tests made on 05 sep 2021. Spot preparation quality: the customer¿s spot preparation quality was not optimal. The calibrator and sample ¿all peaks¿ values were heterogeneous. Knowledge base (kb) review: the expected identifications are escherichia coli, enterococcus faecalis, and enterobacter cloacae which are present in vitek ms kb v3.2. Sample data analysis: analysis of mzml sample files shows that ¿all peaks¿ values are quite heterogeneous, varying between 39 and 95. For patient 2, an incorrect result was obtained from the spectra having the lower number of peaks (39). This suggests a non-optimal spot preparation. Moreover the misidentification was obtained from a spectra having a low identification score (-0.31) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (-0.4). Fine tuning value for ¿all peaks¿ are higher than in routine mode (between 110 to 120 peaks) whereas on sample they are on average between 50 to 60 peaks. After additional investigations done by system engineer, the non-optimal spot preparation was confirmed. Conclusion: root cause for this issue was determined to be non-optimal spot preparation. Local customer service provided the customer with additional training materials to help improve their spot preparation technique. Customer service also provided information regarding vitek® pickme¿ (ref 423551/ 423546) to help with sample spot preparation.

Event description:
A customer in the united states reported multiple misidentifications for multiple patient isolates in association with the vitek® ms instrument (410895 (B)(4)). (B)(6). Biomérieux performed a fine-tuning and returned the instrument to the customer for use. There is no indication or report from the hospital or treating physician to biomérieux that a discrepant result led to any adverse event related to any patient's state of health. An investigation has been initiated.